Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings in the 250¿358 mg/dl range upon awakening while using the ilet, noted a fruity breath odor, and reported chest tightness and shortness of breath; the user changed all pump supplies, checked the infusion site without evidence of leakage, and was advised that scar tissue at the infusion site could affect insulin absorption, after which glucose trended downward to 230 mg/dl with downward trend arrows and improved symptoms. Symptoms included hyperglycemia and anxiety. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.